Event description:
A neuron 053 was removed from the packaging and the inner brain started to unravel. A new neuron was used without incident. No patient involvement.

Manufacturer narrative:
Conclusion: this device is available for evaluation. A follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.